Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that auxiliary drawers 6 and 5 of the station are experiencing difficulties in closing properly. A field service engineer replaced two drawer slides that were experiencing binding and jamming issues during operation. Previous attempts to adjust the rails did not yield any improvement. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system auxiliary drawers 6 and 5 of the station are experiencing difficulties in closing properly, resulting in them becoming stuck. A customer has indicated that a malfunction occurred while attempting to obtain medication, with no delays experienced in the acquisition of the medication and no adverse effects reported. There were no adverse events or injuries reported based on this event.